Event description:
It was reported that during a coronary artery treatment procedure the catheter stuck to the wire. The lesion being treated was unknown. The physician pre-dilated the lesion. He implanted the 2.50x12mm promus element stent. After the stent was deployed, he went to pull back the catheter, however it stuck on the wire. He wasn't able to pull it back. They had to pull the wire out with a the catheter. The physician put the wire through and post dilated the stent with nc quantum apex and finished the procedure. There were no reported patient complications and the patient status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device noted that it was returned together with the relevant guidewire still inserted in the lumen. All attempts to remove the guidewire failed. Further microscopic examination noted that the outer shaft polymer extrusion was damaged approximately 75mm from the proximal edge of the balloon. The outer and inner sheath's profile appeared to be 'accordioned' in appearance which is consistent with a restriction occurring during withdrawal of the guidewire. The stent was not received for review and a considerable quantity of contrast media was located inside the inflation lumen and the balloon. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery treatment procedure, the catheter stuck to the wire. The lesion being treated was unknown. The physician pre-dilated the lesion. He implanted the 2.50x12mm promus element stent. After the stent was deployed, he went to pull back the catheter, however it stuck on the wire. He wasn¿t able to pull it back. They had to pull the wire out with a the catheter. The physician put the wire through and post dilated the stent with nc quantum apex and finished the procedure. There were no reported patient complications and the patient status is fine.